Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. In addition, customer reported that when attempting to deliver a quick bolus the number of vibrations do not match the amount of times the customer has pressed the wake button. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.